Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redu3050 showed no other similar product complaint(s) from this lot number.

Event description:
4 fr double lumen powerpicc placed in the right upper arm, brachial vein, 10 cm external length; securacath in place. It was reported that insertion procedure stop time was 1805 on 12/21/19. PICC was flushed with heparin 10 units/ml 1 ml to both lumens. At 1825, the bedside rn attempted to obtain blood from the red port but was unable to aspirate blood. She attempted to flush with a heparinized saline syringe and immediately noted fluid leaking from under the securacath. Confirmed with the rn who inserted the PICC that the catheter was properly aligned within the channel of the securacath. The external catheter length was 10 cm, so the reverse taper would have been outside of the securacath. The PICC flushed easily without resistance when it was heparinized post-insertion.